Event description:
Reporter initially noted machine changed settings by itself in first case of the day; vacuum went from linear to fixed. Needed to perform an anterior vitrectomy to remove nuclear fragments. Patient may need additional procedure to remove retained fragments. Prognosis reported as good. Additional information receive from customer noted intermittent power failure, and loss of sound. Suspects wrong phaco tip was used, causing system default to original settings.